Manufacturer narrative:
Concomitant medical products-medications: lisinopril, atenolol, aspirin, coumadin, losartan, and atorvastatin. (B)(4). The gore® excluder® aaa endoprosthesis instructions for use (IFU) states: patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion. Refer to field for the results of the imaging evaluation. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient was implanted with two gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that approximately three weeks post operation, the patient was admitted urgently to the emergency room with pain in the abdomen and intermittent claudication in the left limb. Computed tomography images dated (B)(6) 2016, revealed the gore® excluder® aaa trunk ipsilateral leg endoprosthesis ((B)(4)) was kinked at the proximal end. The device was not fully occluded. On (B)(6) 2016, the physician reintervened and ballooned the gore® excluder® aaa trunk ipsilateral leg endoprosthesis at the proximity of the kink. The claudication was resolved and the patient tolerated the reintervention.